Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional via the manufacturer representative reported that the patient had an infection caused by skin flora, and the implantable neurostimulator (ins) was removed. It was noted that an MRI was performed and there were no issues related to the patient's device/therapy. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.